Manufacturer narrative:
(B)(4). Additional information was received regarding the event of peritonitis. The patient experienced a catheter related infection and peritonitis. The homcechoice cassette is no longer a suspect product as it was determined that the cause of the peritonitis was due to the catheter related infection.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13f14086 and h13f26056 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any additional relevant information is received, a supplemental report will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unspecified date one month prior to receipt of this report, the patient was hospitalized for catheter replacement surgery due to peritonitis. The cause of the peritonitis was not reported. Treatment and outcome was not reported. No additional information is available. This is report 1 of 3 involved in this peritonitis event.